Event description:
It was reported that during an angioplasty treatment procedure, the zipwire hydrophilic guide wire became stuck in the ultra thin sds balloon catheter. The physican removed the guide wire with "very great difficulty" due to the stickiness of the zipwire. The procedure was successfully completed with an unknown device. No pt complications or injuries were reported. Pt status is noted as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.